Manufacturer narrative:
The reported event is confirmed as manufacturing related. Three photos were received for evaluation. The first one shows a top view of one all-silicone temp sensing foley catheter with sample port connector and syringe. The next photo shows the deflated catheter's balloon and tip. The last photo shows the catheter's cap (nghx5022). Received 1 all silicone foley catheter with syringe. Attempted to inflate balloon using the returned syringe and 10 ml methylene blue solution but solution immediately leaked through eyelets and drainage funnel. Lumen to lumen leak confirmed. No pinholes were noted in the balloon. The returned sample does not meet specification. The root cause identified is: it was difficult to assure the positioning of the catheter due to vision was difficult. CAPA 8266921 was initiated to address the reported event. Risk review, labeling review, and DHR review are not required as CAPA 8266921 is applicable for this product lot number. Correction: d, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pre-test, sterile water leaked from inside the foley catheter balloon through pinhole.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pre-test, sterile water leaked from inside the foley catheter balloon through pinhole.